Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no issues that were reported to have occurred during the procedure. On (B)(6) 2018 the patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The images showed that there were no leaks or thrombus present. On (B)(6) 2019 the patient was admitted to the hospital with slurred speech, mild confusion, and right handed weakness. The computerized tomography imaging of the patients head showed no acute abnormality and diffuse chronic microangiopathic changes with several old lacunar infarctions. The magnetic resonance imaging of the head showed no evidence of acute stroke but with the patients clinical history it suggested that the patient had a transient ischemic attack (tia). The patients medication was changed to 325mg of aspirin daily from 81mg daily. On (B)(6) 2019 the patients symptoms resolved and they were discharged from the hospital doing fine. On (B)(6) 2020 the patient had a follow up tee procedure. There were no leaks or thrombus seen. The patients medication regimen was kept at 325mg of aspirin daily.